Manufacturer narrative:
Lot number was corrected from h23491e to h23516c.

Manufacturer narrative:
Based on the reported complaint and visual evaluation of the returned device, no additional evaluation will be performed as there is no reported failure of this device or visual damage identified. Report four of four for the same event, reference 3003853072-2015-00016-3, 3003853072-2016-00011-1, and 3003853072-2016-00012-1. This report was completed based on the receipt of a lot number which was not reported.

Event description:
It is reported that on (B)(6) 2015 it was discovered that the left sacral screw was fractured. The patient required revision surgery.